Manufacturer narrative:
Additional narrative: correction: the initial medwatch stated the date of event was (B)(6) 2017 in error. Please note that the event date was reported as unknown. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device works intermittently and has a sticky trigger was confirmed. An assessment was performed on the device which found that the trigger would stick intermittently. It was further observed that the housing label was worn, the o-rings and seals were worn, and there was an unknown substance on the ball bearings. It was determined that these conditions were due to component wear and improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the battery handpiece device was working intermittently, and the trigger was sticking. The event was not reported to have occurred during a surgical procedure. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.